Event description:
Patient presented with rash around/on the scar on the operative leg over the location of the endobutton. Rash is intermittent- it is evident and then fades with no apparent reason. Patient has been seen by dermatologist suzanne grevelink who called in to request a sample of the titanium. Patient is now being seen by the director of the dermatology department at (B)(6), dr (B)(6) who will perform testing on the patient and the titanium sample envelope has been sent to dr scheinman containing an endobutton sample, the list of elements in titanium and the endobutton family sell sheet. Request has also been made for the outcome of the testing. Devices also implanted on the same date are parcus interference screw - lot code # 2797 and life net semi-tendinitis allograft # (B)(4). Additional information confirmed that the patient was initially operated on 8-10 month ago and will not be seen until the end of the college semester approximately three to four months.

Manufacturer narrative:
(B)(4).